Event description:
The device was returned for an air compressor failure. At startup, the unit immediately alarmed after performing excessive pneumatic charge attempts. The unit was reverted to manufacturing more and failed pneumatic hardware testing consistent with a failed air compressor. It was also found that the 1/16" dowel pin in the loading linkage mechanism came out preventing the right two loading pins from actuating correctly. The failed dowel was removed from the device.

Event description:
The following has been reported: biomed reported: "pump makes abnormal noises during start up then immediately goes into a "service needed" alarm state. " patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.